Manufacturer narrative:
The na electrode with lot number q51 has an expiration date of (B)(6)2022.

Manufacturer narrative:
The field service engineer found the syringe seals were worn and replaced the syringe seals. The customer performed calibration and qc with passing results. The customer's calibration results were acceptable. The customer's qc results and system alarm trace were requested but not provided. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for four patients tested on a cobas 8000 cobas ise module. The customer confirmed calibration and qc were ok. The initial na results were reported outside the laboratory. The reported na results were questioned. The customer performed repeat testing on the other cobas 8000 cobas ise module. Patient 1's initial na result was 131 mmol/l. The patient's repeat na result was 138 mmol/l. Patient 2's initial na result was 130 mmol/l. The patient's repeat na result was 138 mmol/l. Patient 3's initial na result was 130 mmol/l. The patient's repeat na result was 136 mmol/l. Patient 4's initial na result was 132 mmol/l. The patient's repeat na result was 138 mmol/l. The customer determined the repeat results were correct and corrected reports were provided. The na electrode lot number was q51 and the expiration date was requested but not provided.